Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (approximately 600 mg/dl). Reportedly, customer believed that she did not request enough insulin to cover a meal. Customer treated elevated bg level by delivering a correction bolus via the pump.

Manufacturer narrative:
The device was returned for evaluation; however, functional testing was not performed due to reported information that the user may not have requested enough insulin to cover a meal.